Event description:
The clinician reports the implant was inserted (B)(6) 2006 in ada 15. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.